Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issue or alarms. The reported symptoms were not confirmed. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, I have reviewed the information provided. Patient had been receiving peritoneal dialysis treatments as prescribed; it appears that she developed symptoms which are consistent with uremia, and although there are no pet or kt/v values available, it seems that she was not receiving enough dialysis as her abnormally high creatine and phosphorus would indicate. The large drain in the middle of the treatment will not explain any of her symptoms or complications, which are mainly related to the therapy itself. Further evaluation of the cycler did not reveal any malfunctions. Patient's subsequent death is not related to the use of the cycler. Patient had changed modalities to hemodialysis on (B)(6) 2012 and patient expired on (B)(6) 2012. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
On (B)(6) 2012 a peritoneal dialysis patient's contact called fresenius technical support regarding multiple alarms and a large drain volume. The contact stated the patient was in treatment last night and she drained 3840 and he is concerned about the drain amount. The contact stated the patient has received multiple alarms. During follow up it was learned that the patient had passed away.